Manufacturer narrative:
Eval result: fowler, release pin.

Event description:
It was reported by service report that the fowler is stuck in the lower position and cannot be raised. It is unk if there was pt involvement or adverse consequences.